Event description:
Unit is not producing any output. Recommended it come in for repair. Also sent service manual. No reported patient harm or delay in procedure.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the unit as received had no rf power output on test. Problem isolated to a broken inductor l102 on main bd. Unit requires update. A DHR review was performed and no anomalies were noted during the manufacturing process. Straightened dented cover. Replaced worn rf output jacks and missing tone knob cap. Replaced broken inductor l102 on main bd. Updated. Retested unit. Unit passed on final acceptance test. Based on the results of this investigation no further action is requried. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.